Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient felt a jolt when charging the device and it was in an "off" mode; it asked the patient if they wanted to turn it on and they selected "yes." The adverse event was listed as probably related to the patient's therapy, and the adverse event was related to the patient's device. The issue was resolved on (B)(6) 2024. Additional information was received. The cause of the shocking issue remains unknown, its believed to be related to their therapy and assessed event as not related to the device. No actions taken to resolve, the site replied, ¿jolt only lasted for a second so I have marked it as resolved, however that doesn't mean it won't occur again as the cause is unknown¿. The associated event has resolved / recovered. MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates a reportable event.

Manufacturer narrative:
H10: review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient felt a jolt when charging the device and it was in an "off" mode; it asked the patient if they wanted to turn it on and they selected "yes." The adverse event was listed as probably related to the patient's therapy, and the adverse event was related to the patient's device. The issue was resolved on (B)(6) 2024. Additional information was received. The cause of the shocking issue remains unknown, its believed to be related to their therapy and assessed event as not related to the device. No actions taken to resolve, the site replied, ¿jolt only lasted for a second so I have marked it as resolved, however that doesn't mean it won't occur again as the cause is unknown¿. The associated event has resolved / recovered.

Manufacturer narrative:
G2. Foreign: australia medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.